Event description:
The customer stated that he was hospitalized for low blood glucose levels. No blood glucose reading was reported. Troubleshooting revealed that the customer received a bolus of 24 units during the night. The customer stated that he did not program that bolus and felt very uncomfortable using the insulin pump. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have cause or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.